Event description:
Caller tested 6.0 inr and 4.0 inr on the coaguchek xs system. No treatment provided. No adverse event reported. Requested return of suspect system, however, customer does not have any more suspect strips to return. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.